Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, unit had corroded keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, broken belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive and are sticking. Customer does not recall any significant events leading to the error. Customer's blood glucose was 121 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.